Manufacturer narrative:
H3: product analysis: evaluation determined that bearings detached. The likely cause of failure bearings corroded. It was also noted that washer found to be corroded.spacer found corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a product was observed to have bearing damage in a pre-op context. It was reported that there was no patient involvement and no impact to the patient or staff.